Manufacturer narrative:
Additional information provided in h.6., and h.11. No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined as product was not returned, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a 25-year-old female patient experienced endophthalmitis following cataract extraction with intraocular lens implantation in the left eye. There were concerns regarding sutures or wound integrity. Postoperative prophylaxis included a subconjunctival antibiotic injection, a steroid, and a nonsteroidal anti-inflammatory drug prescribed to the patient. On the same day of surgery, the patient experienced pain, blurry vision, redness, and swelling. Clinical findings included vitreous inflammation, conjunctival inflammation, aqueous cells, and aqueous fibrin. No culture was performed. The event resulted in clinically significant visual changes. The surgeon was uncertain about the cause and noted that a retrobulbar block had been administered preoperatively. The patient received intravitreal antibiotic treatment. The current condition of the patient was unknown.